Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the single use mechanical lithotriptor operating pipe was broken. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report to inform of update in section d4 and h4.